Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: asphere m spec 11/13 36 +3 hip femoral head. Pinnacle mtl ins neut36idx54od hip acetabular liner. Unknown hip acetabular cup. Srom*stm st,36+8l nk,18x13x160 hip femoral stem. Unknown hip proximal femoral sleeve. Initial reporter occupation: non-healthcare professional ¿ attorney.

Event description:
Litigation papers allege that after the surgery, friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into the patient's blood and tissue and bone surrounding the implant. As a result the patient has experienced severe pain and discomfort and inflammation in her right thigh and groin. Patient also experiences a popping and snapping sensation in her hip-joint when walking and moving to and from a sitting position. Doi: (B)(6) 2010; dor: none reported; (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.